Event description:
The customer tested his blood glucose using his 2 contour meters and received readings of 176 and 67 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The test strips were returned for evaluation. Replacement test strips were sent to the customer.